Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing. It was noted that an lv epicardial lead implant was required. The lv lead remains implanted. No adverse patient effects were reported.

Event description:
Additional information noted that in addition to the reported loss of capture it was noted that high pacing threshold as well as high pacing impedance measurements were evident on this lv lead. No x-ray was performed. It was noted that this lead was deactivated and was not extracted and thus will not be returned. A new epicardial lead was implanted. It was noted that there were no patient symptoms as a result of the reported clinical observations as the patient had right ventricular therapy available, and the device was programmed to rv pacing only while this lv lead was not working. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.